Event description:
It was reported, the pt was not receiving adequate coverage due to high impedance. Reprogramming to resolve the issue was unsuccessful. As a result, the pt's lead was explanted and replaced. The replacement lead resolved the pt's issues.

Manufacturer narrative:
Eval: results: microscopic inspection of the returned product revealed the lead body for channels for 1-8 were kinked with all wires broken at approximately 20cm from the paddle end. The lead body for channels 9-16 were also kinked with all wires broken 21.5cm from the paddle. Several electrocautery marks were observed on both lead bodies reaching the outer tubing. No cam marks were observed. The broken wires were consistent with an overstress condition the lead was subjected to while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.